Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following: the power supply board had a failure. The image processing board had a failure. Lcd panel had a malfunction. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could confirm the reported phenomenon. Power indicator of the device was light on when the device was turned on. The endoscopic image and button of the device did not work. There were multiple scratches on the monitor. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Before beginning of the procedure, a nurse at the user facility turned on the power of the device. The device started, but the endoscopic image was not displayed. The user replaced the hd-sdi signal cable with another one, however, the phenomenon was not resolved. The user replaced the device with another monitor and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.